Event description:
It was reported by the surgeon the band was implanted in 2005 had to be removed as it appeared the balloon had completely perforated. This was detected under x-ray. There were no other patient consequence reported.

Manufacturer narrative:
Date sent: 10/21/2008. Information anticipated, but unavailable at this time.